Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the unexpected restart error test. No unexpected restart alarm was noted. The insulin pump monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that they got unexpected restart. The customer's blood glucose was unknown at the time of the incident. Customer reported that alarm is recurring during normal use. Advised that the pump will need to be replaced. Product will be returned for analysis.